Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abanoned due to high pacing thresholds that led to loss of capture. No additional adverse patient effects were reported.